Event description:
Clave connection from bifuse to patient IV connector became disengaged due to the luer lock ring surrounding the connector seeming to be cracked. Bifuse needed to be replaced and patient was briefly without ivfs.

Manufacturer narrative:
Three (3) samples were provided by the customer, 2 used samples and 1 sealed, unused sample. The used samples both demonstrated the same failure, the disconnection of the rotating male collar which secures the set to a female luer. This issue could not be recreated using the sealed and unused sample by connecting and disconnecting different female connections. Several people were asked to apply a female connector to the rotating male luer and asked to tighten the connection as much as possible to test if a connection attached had been over torqued during the connection to the ivfs. No cracking or breaking occurred and the attempts to recreate the failure were unsuccessful. A lot number was not provided for this issue and therefore a proper documentation review could not be performed. A review of complaints data from the last two years shows that there were three complaints ((B)(4)) related to this product code concerning this issue, all from the same customer. As the rotating male luer is a supplier manufactured part and the failure occurs within this component this is considered a supplier failure. Corrective action: the supplier has been contacted to investigate the reported issues via complaint (B)(4) , as this represents an additional occurrence of the issue, and the part number is provided. Additionally, the product subassembly will be removed from dock to stock to ensure a visual and functional inspection is completed at incoming inspection.

Event description:
Clave connection from bifuse to patient IV connector became disengaged due to the luer lock ring surrounding the connector seeming to be cracked. Bifuse needed to be replaced and patient was briefly without ivfs.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.